Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, a shaft separation occurred. The target lesion was located in the distal superficial femoral artery. A 4.00mm x 1.5cm x 140 cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, resistance was encountered upon removal of the balloon protector from the balloon. It was then noted that the shaft of the device was separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, a shaft separation occurred. The target lesion was located in the distal superficial femoral artery. A 4.00mm x 1.5cm x 140 cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, resistance was encountered upon removal of the balloon protector from the balloon. It was then noted that the shaft of the device was separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 25.6cm from the catheter tip. Stretching was present at the break site. This damage is consistent with the reported difficulties encountered during attempted removal of the balloon protector cap. The returned device had the balloon protector attached over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis the balloon protector was removed from the balloon resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).